Event description:
H. Influenzae septic arthritis [septic arthritis haemophilus]. Unable to bear weight [weight bearing difficulty]. Knee hot [joint warmth]. Pain in the left knee [arthralgia]. Knee swollen [joint swelling]. Knee effusion [joint effusion]. Elevated liver enzymes [hepatic enzyme increased]. Case description: regulator-spontaneous report (B)(4) received on 01-jun-2010 from a pharmacist regarding a pt whose initials, age and gender were not provided. The pt had a history of osteoarthritis and pain. The pt received synvisc-one injections in both knees. The lot number of synvisc-one used was not provided. Two days later on (B)(6)-2010, the pt reported to the emergency room complaining of severe pain in the left knee only. The pt was unable to bear weight. The knee was also hot and swollen. Aspiration of the knee revealed h. Influenzae on culture. The pt was admitted to the hospital once the culture results were available. After I&d, the tp was started on intravenous (IV) antibiotics for septic arthritis which included ceftriaxone 2gm every day. It was reported that the pt had elevated liver enzymes. As of the date of receipt of this report, the pt's outcome was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.